Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 was returned to fisher & paykel healthcare (B)(4) in an unsealed bag and was visually inspected. Results: the visual inspection revealed that the seal was missing from the catheter mount. A lot check was not performed as lot number information was not provided. Conclusion: we are unable to determine whether the seal went missing prior to packing or while at the customer facility, as the rt021 was returned in an opened bag. All rt021 catheter mounts are pressure tested prior to packing. If the seal had been missing, then the device would have failed pressure testing.

Event description:
A hospital in (B)(6) reported via our distributor that the port cap was missing from an rt021 catheter mount. This was found prior to patient use.